Event description:
Upon evaluation of the pt's ICD the ventricular lead impedance was greater than 2000 ohms with a loss of capture pacing. During placement of a new dual-chamber ICD and ventricular lead visual inspection of the lead, found a break in the intercoil with separation of at least 1 cm.